Manufacturer narrative:
A partial lead with the distal tip measuring 49.2cm was returned for analysis. Externalized conductors due to external and internal insulation abrasion were noted at 7.5-13.5cm from the distal tip. Internal insulation abrasion was noted at 16.5-17.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.2-7.0cm from the distal tip. The sensing conductor etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of impedance anomaly.

Event description:
New information received indicates that the lead was explanted due to failed dft during a generator change-out. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an in-clinic follow up, normal hv lead impedance was noted. But after delivering a pc commanded shock, low hv lead impedance was noted. The telemetry was lost during the shock. Lead replacement was planned. The patient's condition was stable.